Event description:
Pt died during a procedure that involved an atherectomy catheter, and a wavewire. The wavewire was introduced into the lad. A pressure measurement showed a ffr value of 0.59, indicating a haemodynamically relevant stenosis. Subsequently, an ivus catheter (avanar) was pushed forward over the wavewire. The ivus pictures showed a highly calcified vessel. It had been decided to do an atherectomy with a foxhollow catheter. The catheter occluded the lad for approximately 2-3 minutes. After retrieving the catheter there were changes in the pt's echocardiogram and a pressure decrease. In spite of the initiated emergency treatment the condition of the pt did not improve. The wavewire was withdrawn and the part that had been inside the guide catheter showed significant distortions. The subsequent angiography did not reveal any dissection, perforation or pericardial effusion/tamponade. Following cardiac arrest, reanimation attempts were not successful.